Manufacturer narrative:
Concomitant medical products: 8780 catheter was implanted on (B)(6) 2019, 8637-40 neuro pump was implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and inhibiting pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.